Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. D2 common device name: system, imaging, pulsed doppler, ultrasonic h3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that an outlet at a customer site had a small visible flame. During this time an extension cord was being used and numerous devices were plugged in. The flame damaged the power cable of this device; it was plugged into the outlet and not in use during the time of the event. The flame at the outlet self-extinguished without external intervention. There were no injuries reported.

Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. H3: ge healthcare investigation has been completed, and it was determined that the device was connected to a power extender splitter, which was further daisy-chained to an additional extender. This configuration caused an electrical overload, resulting in thermal damage to both the outlet splitter and the device ac power cable. No patient involvement or injury occurred. Root cause analysis confirmed the event was due to use error, specifically the improper connection of the ac cable to chained extension devices. The use of adaptors is in direct violation of the device user manual; under no circumstances should the ac power plug be altered, changed, or adapted to a configuration rated less than specified. Never use an extension cord or adapter plug. The device was found to be fully compliant with iec 60601-1 safety standards, and no design, manufacturing, process, or service-related defects were identified. The investigation did not find a systemic product issue and no adverse complaint trend was observed. As the event was isolated and attributed solely to misuse, no further actions are planned by ge healthcare.